Event description:
Litigation alleges metal poisoning from toxic heavy metals and required to undergo surgical removal of the defective system. Plaintiff suffered injuries including pain, injury, metallosis, metal wear, metal poisoning, loss of enjoyment of life and limitation of daily activities. Doi: on (B)(6) 2012, dor: on (B)(6) 2022, side: right hip.

Manufacturer narrative:
Product complaint#: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: a2 (dob), b5, b7, d4, g4, h4, h6 (clinical and medical device problem codes) h6 clinical code: metal related pathology (e1618) is used to capture metal poisoning and blood heavy metal increased. Corrected: a1, d1, d2a, d2b, d10, g1.

Event description:
After review of medical records patient was revised due to failed right tha secondary to adverse local tissue reaction and metallosis. Operative notes indicated blackish debris between the femoral head and the trunnion and also behind the acetabular liner. There was a severe retracted chronic tear of the abductor tendon of the hip. There was a pseudo capsule. The anterior aspect of the greater trochanter was decorticated and necrotic tissue was debrided. The femoral stem and acetabular shell were both well-positioned well-fixed.